Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4). Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the ratchet handle was working in reverse and the pin was installed incorrectly. The handle was worn and a new gear pin is needed. The pre-testing could not be performed due to the bent comb. The carrier was worn and the shoulder bolts, washers and nuts all need replaced. The bottom roller was worn. Repair of the skin graft mesher was not performed by zimmer biomet (B)(4) since the customer has not made decision on the repair quote. The repair quote was sent out on (B)(6) 2017 and the quote expired on (B)(6) 2017. The reported event was confirmed since during initial inspection the ratchet handle was working in reverse and the handle was worn and needed a new gear pin. The root cause of the rotating mechanism not working and the handle being wrenched could not be determined with the provided information since the device has not been repaired. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was initially reported that the rotating mechanism was not working on the zimmer skin graft mesher and the handle was wrenched. During device evaluation it was observed that the comb was bent. No adverse events have been reported as a result of the malfunction.